Event description:
The customer reported that after an unspecified therapeutic procedure was successfully completed, they noticed the patient's intra-abdominal pressure was high. This was noted after multiple procedures. No specific dates were known. The customer suspected that the subject device may have increased the intra-abdominal pressure. A da vinci surgical system was also in-use during the intended procedures. The subject device was inspected prior to the intended procedures and no anomalies were observed. There was no patient or user injury reported due to the event. A second event with the subject device is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (increased pressure) was not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and to provide additional information in h7/h9. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer updated in b5.

Event description:
It was confirmed no abdominal pressure was observed and there was no overpressure occurring with the subject device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the device was confirmed to have no abnormality. Olympus will continue to monitor field performance for this device.